Event description:
This is a spontaneous report received on (B)(6) 2021 from a retailer regarding a consumer (age and gender unknown) who used col tb classic/extra clean and bristles came off the toothbrush into mouth, one of the nylon bristles was lodged at the back of tongue and into throat, left with psychological problems and also aggravated primary sjogren syndrome. Relevant medical history included sjogren syndrome. On an unspecified date, the consumer started using col tb classic/extra clean toothbrush (frequency unknown). While brushing the teeth with col tb classic/extra clean, nylon bristles came off the toothbrush into the consumer's mouth. One of the bristles lodged at the back of tongue and into the throat. Consumer was able to dislodge the bristle from their throat, but was left with pain. Consumer reported "I thought I was going to choke" and the accident left the consumer with psychological problems and aggravated their primary sjogren syndrome. On an unspecified date, the consumer went to gp and was prescribed an unspecified antidepressant. Action taken with col tb classic/extra clean was unknown. At the time of this report, consumer had recovered from the events of foreign body in throat and mouth and the outcome of other events were unknown.